Manufacturer narrative:
Per the customer the device was discarded. The investigation is ongoing.

Event description:
The user facility in the united kingdom reported the irrigation/aspiration handpiece had sharp bits which caused the posterior chamber to rupture during the removal of the cortex. The procedure was increased by 0-15 minutes and the patient required an anterior vitrectomy.

Manufacturer narrative:
Nine sealed boxes containing 12 units each and an additional opened box containing 5 sealed blisters from the same lot were returned by the customer. The five instruments from the opened box were analyzed under the microscope. The visual examination did not find any metal burr or sharp edges that could have caused a rupture. The root cause of the complaint could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.